Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had history pointers failed alarm. The customer¿s blood glucose level was unknown. Customer also unable to understand how to move battery inside the insulin pump. The device will be returned for analysis.